Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the malalignment is attributed to no real-time imaging available. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2018 that a sign im nail implanted to repair a fracture was replaced due to a malalignment of the nail. The im nail was replaced with a 10 mm x 420 mm standard nail per the sign technique manual. Surgeon comment: "left femur revision retrograde sign ; previously fixed closed in mal aligned position."